Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) mentioned she was in a car wreck on august 7th, and had to have ins replaced october 6th because of the wreck. Pt said ins had "gotten moved" and they had to replace the battery because it "got messed up" in the wreck. Pss asked, but pt did not know when they noticed ins had moved/gotten messed up in the crash. She said the battery was "on my spine for two months before I could even get the surgery".